Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract/vitrectomy procedure, when lens was unfolded inside the eye only one of the haptic was connected to the lens. The trialing haptic was still in the cartridge. The surgeon had to increase the corneal incision in order to remove the lens and corneal incision had to be sutured with polysorb 8-0.